Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate therapies across different vector configurations due to recurrent oversensing of myopotentials and t-waves. The s-ICD system was ultimately explanted and replaced due to physician discretion with a transvenous ICD system. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Corrected field: initial reporter country (e1) - corrected to belgium. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. No system errors or resets were recorded. The device defibrillation and sensing functions were tested which operated appropriately, according to its performance specifications. The analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate therapies across different vector configurations due to recurrent oversensing of myopotentials and t-waves. The s-ICD system was ultimately explanted and replaced due to physician discretion with a transvenous ICD system. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.